Event description:
It was reported that patient experienced infusion set cannula bent issue due to inserter got stuck, which led to high blood glucose level (400mg/dl) and was treated with insulin by pen event on 18 may 2026. The infusion set in use for one day and site of insertion was on abdomen.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.